Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 13 months after the dental implant and abutment were placed in (B)(6) site 9, the implant lost osseointegration. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 13 months after the dental implant and abutment were placed in ada site 9, the implant lost osseointegration. The product will be forwarded to the manufacturer for investigation. There were no reported complications.